Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on keypad traces. No button error alarm noted during our testing. Unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test due to prime anomaly. The insulin pump has cracked battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 306 mg/dl. It was found the customer was nauseous due to their high blood glucose. Troubleshooting for the insulin pump found the insulin pump passed all functional testing. It was also found the customer's cannula was occluded. A button error alarm was also found in the customer's alarm history. The customer's mother could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).